Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a patient underwent a laparoscopic ipom repair procedure of a primary supraumbilical hernia on an (B)(6) 2010. During the procedure, the patient had existing intra-abdominal adhesions requiring adhesiolysis before placement of mesh. Approximately twelve months after the procedure, the patient experienced hernia recurrence with symptoms of bulging and pain. The patient underwent reoperation for recurrent hernia on (B)(6) 2011. During the repair procedure, the patient was found to have large adhesions and adhesions of the bowel with the mesh, which were very complicated to sever.

Manufacturer narrative:
(B)(6): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The following are possible batch numbers: batch clg509 mfg date: 10/01/2010, exp date: 09/30/2012. Batch ckg480 mfg date: 09/01/2010, exp date: 08/31/2012. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.